Event description:
It was reported that, prior to an implant procedure to replace an old device, it was difficult to enter data into the new pulse generator. The caller had successfully run the setup but, when attempting to enter the electrode data into the pulse generator, there was a message that it was unable to recognize the electrode. The caller had the programmer do a re-scan and both the old device and the new device were found. Another attempt was successful in finding and communicating with the new device. The device was implanted. There were no adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.